Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal gablofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. It was indicated that a catheter revision was performed on an unknown date. The representative was unsure if the catheter remained implanted. Additional information was requested regarding drug information, patient medical history, the onset date of the catheter issue, patient symptoms, troubleshooting performed, and the cause of the catheter issue. A supplemental report will be submitted if additional information is received.